Manufacturer narrative:
H6 - method: DHR review. Neither the device nor the medical records were made available for evaluation. This is the same pt and event as report # 9610726-2006-00070.

Event description:
It was reported that the tibial stem and the tibial baseplate had loosened and the pt was revised.